Event description:
It was reported that a homechoice device experienced an unknown issue. It is unknown what process step this occurred during. Patient involvement is unknown; however, there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual inspection and functional test were performed and the device did not meet product specifications related to the reported problem. The reported problem of faulty without details was confirmed. The assignable cause of the problem was the software eproms. The software was scrapped and the device was sent for servicing.